Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommends discontinuing aligner treatment on the basis that consultation found anterior maxillary occlusal plane cant and rotated lower right central incisor with minimal overjet for rotational correction. Other findings included a maxillary central incisor gingival embrasure and weak class I bite on the right with dental midline discrepancies and no access to ipr (interproximal reduction) the lower. Patient initials: (B)(6).